Event description:
It was reported that a granuloma related to the patient¿s pump/catheter was possible. The healthcare provider wanted to investigate the issue and requested MRI (magnetic resonance imaging) information. The area of the patient¿s body to be scanned by MRI was the lumbar spine. Drugs in the pump were baclofen and morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4).